Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. The device was functionally tested on the generator and the hand control buttons were not functional. However, the device did activate when tested with the foot switch. The device was disassembled to inspect the internal components. The electrical traces of the hand activation buttons were found to be damaged. This resulted in the hand activation buttons to be non-functional. No conclusion could be reached as to what caused the damage to the hand activation buttons.

Event description:
It was reported that during an unknown procedure, the first and second ace36e devices did not work. The third ace36e device failed to work near the end of the procedure. The fourth ace36e device from different lot number worked well. No patient consequences reported.